Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on product. Visual inspection found no visible damage to the lens. Dimensional and refraction (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.50/+3.5/030 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was removed on 30-mar-2023 due to excessive vaulting and pigment dispersion. There was visible iris chafing and anterior lens surface pigment adhesions. The lens was replaced with a shorter lens and the problem was resolved. Post-op, there was irritation-free phakic duophakia with good vaulting. There was some refractive surprise - see MFR. Report # 2023826-2023-01856 for replacement lens.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - pigment dispersion, iris chafing. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).